Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
It was reported to philips that the device had a touchscreen failure. The device was in clinical use at the time of the event, however the device was not connected to a patient and there was no delay to therapy. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance and confirmed the reported touchscreen failure. The asp replaced the touchscreen to resolve the reported issue and the device returned to full functionality.